Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: heartrail, stent: 2.75x38 mm xience sierra. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified, eccentric lesion in the moderately tortuous proximal to distal left circumflex coronary artery. A 2.75x38 mm xience sierra stent was deployed. For post dilatation, a 3.0x12 mm nc traveler balloon dilatation catheter (bdc) was advanced; however, the bdc experienced resistance with the anatomy. The bdc was able to cross the lesion and inflation was attempted; however, the bdc ruptured at 4 atmospheres (atm) during the first inflation. The device was removed without resistance and was replaced with another, same size nc traveler bdc to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.